Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to replace an existing neuromodulation system from a different manufacturer. In (B)(6) 2024, approximately 3 months after implanting the nalu system, the patient requested to have it removed due to difficulty placing the external components. A full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
The neuromodulation system used by the patient prior to implanting the nalu system did not require placement of an external component. Prior to implanting the nalu system, the patient was offered to participate in a wear study with nalu and the patient declined to participate. Wear studies are generally performed to help determine a comfortable and practical placement of the implanted and external devices. There are no allegations or indications of any nalu system or component failure or malfunction. Explant was performed per the patient request and related to usability of the external component.